Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 127 ohms. Boston scientific technical services confirmed the out of range shock impedance measurement and recommended further troubleshooting. No adverse patient effects were reported. This device remains in service.